Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies. Customer had difficulty sliding multiple cartridges onto the pump. Customer was able to slide a cartridge onto the pump and insulin delivery was resumed. Customer's blood glucose was 150-200 mg/dl.